Event description:
It was reported that patient had battery explanted on day of call ((B)(6)), and was implanted with a new battery. Upon surgical removal, battery was placed on a table where the company representative was able to get eight coupling bars using a recharging unit they had. It had been explained that the doctor stated that the battery had not been in too deep, but when the battery had been palpated by the representative, it was "clearly tilted in the pocket." It was explained that the issue began when a year after implantation, the patient was having pain at the implant site. It was thought that moving the device to the patient's flank, would ease that pain.

Event description:
It was reported that when the patient charged her implant she was unable to get any coupling boxes. The patient stated that she met with a manufacturer representative in mid-march. At this meeting the representative was able to get four coupling bars but had to press ¿really hard¿ on the antenna. The patient reported that they had still been sore when they met with their representative. The representative reportedly recommended that the patient let ¿it¿ heal completely and mentioned that the implant might be too deep. The patient was able to feel stimulation. The patient synced with her patient programmer and it showed that the implant was ¿a little¿ less than half full. The patient had no communication issues with the programmer. The patient also stated that she ¿lied on the recharger two or three nights in a row so it should have been fully charged.¿ the antenna locate feature led to a high number of 44 and zero coupling bars. The next day it was stated that the reporter intended to reach out to the patient the day after the report. Follow up information reported that no one has met with the patient but a voicemail was left them to coordinate an appointment. Patient had still not heard from representative. Representative had left a message for the patient on (B)(4) 2013, and has not received a call back. Additional information provided that a company representative would be meeting with the patient on (B)(6) 2013. It was requested that the representative follow up via email after the appointment. It was reported that the patient had met with a new representative who was able to get good coupling on patient with her own recharger. Patient reported that representative directed them to call and explain that their recharger was not charging and needed a new one. Repair department was unavailable. Representative explained that they would send out a replacement antenna. It was reported that representative had been able to get more coupling boxes with different recharger. It was reported that there was a possibility that the patient would need a revision as the battery had felt slightly tilted, as well as deep. It was explained that this would be discussed with the health care provider. It was reported that the patient would contact the representative if they were still having trouble recharging. Representative had not heard from the patient as of current. Representative indicated they would try to contact the patient the next day. It was reported that patient was lying on their recharger for days at a time to try and keep their device charged. Patient had received replacement recharger, and they were still having coupling issues. Patient has never had good coupling and therefore they had never been able to recharge properly, and in turn they had to limit the stimulation used in order to keep the battery alive. It was stated that the patient had not gotten effective therapy because they had been unable to utilize it like they used to. Caller questioned if the implant may be tilted or had flipped. Additional information reported that patient would have one more troubleshooting session before they underwent a revision. Representative has left patient multiple voicemails, but had yet to receive a call back. It was reported that the patient had problems ever since they got their implant. It was reported that patient had a recharger that had ¿a man frozen on it¿, like a ¿face pointing to a stomach.¿ the patient was sent a new recharger, but it had still been difficult for them to recharge, and they never had good coupling. It was also reported that patient would have their battery replaced on (B)(6) 2013.

Event description:
Additional information reported that patient had been working with the patient relations department in regards to any cost in replacing their battery. Representative had not received confirmation of surgery date, nor had they had any further contact with the patient.

Event description:
Additional information received reported that there was no patient injury and the patient¿s status after the device was removed was recovered without sequela. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product event summary -(B)(4): reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the patient reported recharging/coupling issues and the cause of these issues are unconfirmed. The representative stated the ins feels too deep and slightly tilted in the pocket. The patient was sent a new recharger and will see if that resolves the issue. The representative has tried contacting the patient but has not heard back. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to onset and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins is inconclusive because of insufficient event information. (B)(4): reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because the device was returned for analysis. The recharger was returned and analysis found no anomaly. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the recharger. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to onset and escalation was not required. There were no remedial actions taken as a result of the event. The recharger was returned with no anomaly found. Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator found it was ¿functionally okay¿ with ¿insignificant anomalies.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.